Event description:
The customer reported that the machine is not functional - error: pedals are not attached. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the machine is not functional; error. Pedals are not attached. There was no reported patient involvement.